Event description:
This procedure was performed in another country: a 7x150 everflex stent broke while deploying in a long sfa lesion treatment. The physician had to release a new stent inside the previously broken one. The physician encountered difficulty in unsheathing the stent, (he said it was very stiff as if it was stuck) in particular while the first half of the stent was deployed the second half was stretched and broke proximally, so the last few centimeters remained inside the release catheter and stuck in the introducer, during recovery of deployment system. Patient condition is reported as no problems.